Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the pericardial effusion was unable to be determined. The reported hypotension was a cascading event of the reported pericardial effusion. The reported patient effect of pericardial effusion and hypotension as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Prior to introduction of the mitraclip system a small pericardial effusion was noted. There was no impact to the patient and the procedure continued. When the xtw clip was positioned on the valve, significant blood pressure reduction occurred and the pericardial effusion increased. The clip was deployed successfully and the pericardial effusion was then drained. The procedure was completed with mr reduced to trace. There was no device issues. No additional information was provided.